Event description:
It was reported that the patient went through withdrawal "a few years back". The patient missed their appointment on a friday and went into the clinic on monday. It was also reported that the patient had some side effects from morphine. The pump was delivering morphine, baclofen, and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).